Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colon biopsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the forceps did not cut very well while retrieving the colon biopsy. Reportedly, the patient's tissue was torn and excessive bleeding occurred. However, no intervention was required to treat the bleed. The procedure was completed using this radial jaw 3 biopsy forceps device. The next day, (B)(6) 2013, the patient returned to the hospital to be re-evaluated as blood was noted in the stool. An endoscopy was performed, and the bleed was treated using an epinephrine injection and a resolution clip. No further patient complications were reported as a result of this event so the patient did not need to be admitted to the hospital. The patient was released the same day as the second procedure. The patient's condition has been reported as being fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over the age of 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.